Manufacturer narrative:
Evaluation: no proudct or films were provided to assist in our investigation. Based on the info provided and without the complaint device and/or images, it is difficult to determine the exact reason for this incident. An instructions for use booklet is provided with this product that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. We recommend that excessive force should not be used to retrieve the filter. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.